Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, the customer reported that the rubber part of the push rod was falling off, and alleged that the insulin gauge was inaccurate due to the pushrod issue. Blood glucose level was 57 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. The failure investigation has been completed and the alleged rack pushrod issue was verified. Based on the analysis, the alleged fill estimate issue could not be verified.